Event description:
The pt's parent reported the battery was "leaking". A replacement battery was sent to the pt. There was no report of injury to the pt.

Manufacturer narrative:
This report filed, 2/4/09.